Manufacturer narrative:
Additional information was received that the service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed testing and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator was alarming constantly. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator's disconnect alarm is intermittent. The customer did not provide patient involvement information.